Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Manufacturer narrative:
A visual examination of the returned speedband superview super 7 device noted that the ligator thread was properly secured to the trip wire. Two of the bands had already been deployed. There was no damage or defect observed on the ligator. The trip wire was broken 105 cm from the distal end. The trip wire was also kinked in multiple locations, including at the break location. However, it is likely that the difficulties experienced during deployment were due to anatomical or procedural factors such as tortuous anatomy or maneuvering of the device. Therefore, a review and analysis of all available information indicated that the most probable root cause is operational context. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications. A search of the complaint database confirmed that no similar complaints exist for the specified batch.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used for an endoscopic variceal ligation procedure on (B)(6) 2013. According to the complainant, there was no difficulty setting up the device. During the procedure, the handle was able to be turned without any resistance. When releasing the second ligation band in the esophagus, the trip wire broke. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient&#38112;condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used for an endoscopic variceal ligation procedure on (B)(6) 2013. According to the complainant, there was no difficulty setting up the device. During the procedure, the handle was able to be turned without any resistance. When releasing the second ligation band in the esophagus, the trip wire broke. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient¿s condition at the conclusion of the procedure was reported to be stable.